Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose was 380 mg/dl, 52 mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected random opened and used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in buffered glucose test solution and confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform buffered glucose test solution as the sensor is beyond its expiration date.